Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued an alert for high out of range shock impedance measurements of 125 ohms. Review of the measurement data found that the shock impedance had been gradually climbing and had now plateaued. The physician opted to continue to monitor the patient and on their next clinic visit the remote home monitoring alert will be increased to 150 ohms. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.